Event description:
It was reported that there was a system failure. There has been no report of patient involvement.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. UDI section is unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email. No patient involvement was reported.

Manufacturer narrative:
D4. UDI, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received. Per visual inspection, damaged printed circuit board (pcb) and cracked tank cover. Per functional testing, the light emitting diodes (led)s were broken and didn't work when the alarm was triggered confirming the complaint. The root cause was due to improper alignment of the cover during installation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.